Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 387 mg/dl. Reportedly, due to the inaccuracy, the customer's bg reached above 400 mg/dl. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous insulin and saline and released from the ICU on (B)(6) 2021 with the issue resolved and no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.